Event description:
On 8/6/00, approx at 8:00 pm a cvvhd (continuous veno-venous hemodialysis) was initiated. At approx 3:00 on 8/7/00 an x-ray technician accidentally unplugged the machine. The nurse turned the machine on again but with the pt still connected at the blood tubing. Instead of activating the power failure resume procedure described in the operator's manual, in the troubleshooting section, the nurse started a new treatment. The machine then initiated the tubing priming procedure. When the nurse noticed that the pump was turning in the opposite direction, compared to the normal flow but according to the specification for the selected phase, the blood backed into the administration set attached to the stopcock of the saline solution bag. The bag continued to fill until it burst.

Event description:
On 9/6/00 aprox at 9:00 pm a cvvhd (continuous veno-venous hemodialysis) was initiated. At approx 3:00 on 8/7/00 an x-ray tech accidentally unplugged the machine. The nurse turned the machine on again, but with the pt still connected at the bloodtubing. Instead of activating the power failure resume procedure described in the operator's manual, in the troubleshooting section, the nurse started a new treatment. The machine then initiated the tubing priming procedure. When the nurse noticed that the pump was turning in the opposite direction, compared to the normal flow but according to the spec for the selected phase, the blood backed into the administration set attached to the stopcock of the saline solution bag. The bag continued to fill until it burst.